Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "the transparent needle-free connector was leaking." The product in use at the time is reported to be a mz1000 china from lot 24015459. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015459 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector was leaking. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the nurse discovered that the transparent needleless connector was leaking during the medication process. A new transparent needleless connector was replaced and the medication treatment could be carried out normally.